Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of the leads had cracked and both of the leads and the battery were replaced. The patient was doing fine. Additional information has been requested, a follow-up report will be sent when additional information becomes available.